Event description:
The nurse reported the I/a handpiece was working erratically. The nurse stated a posterior capsule tear occurred with an unplanned anterior vitrectomy performed. The case was delayed 30 minutes. The patient is doing well.

Manufacturer narrative:
The nurse called the company technical support specialist to troubleshoot the system. The company technical support specialist advised the nurse to manually prime the I/a handpiece. The nurse noted the vacuum was fine. The nurse did not request service for the system. No samples were returned for evaluation. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on 08/14/2009.